Event description:
Customer indicated the pump delivered too quickly and the air alarm was too late. No patient involvement has been reported at this time.

Manufacturer narrative:
Device has been requested for evaluation.